Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm in cycle 4 collect. Customer stated an increased noise and rattling from the bowl preceded the alarm. Customer claimed that leak was coming from the seal of the centrifuge bowl. Customer aborted treatment with no manual return per medical director.

Manufacturer narrative:
Batch record review of xts kit lot y712 showed that this lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).